Manufacturer narrative:
The pad-pak was first installed successfully on the 20th february 2011 and performed to specification up to the 25th october 2015. The returned pad-pak was inserted into the device. The device passed an auto self-test and was manually powered up. Investigation was unable to replicate or find any evidence of the reported fault. The device had performed to specification from installation up to and including receipt at heartsine. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.